Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, which was expected or random component failure without any design or manufacturing issue, due to leakage/seal, which was problems caused by inadequate/broken seal within the device. In addition, the following reportable malfunctions were identified during the device evaluation: the brush balloon had restriction at distal tip should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited distal end had a chip at pink probe and no adhesive (ke45) at forceps cover. There was no patient involvement.